Event description:
It was reported that a continuous glucose monitor failure led the ilet to enter bg run mode with a reported blood glucose of 351 mg/dl, during which the user did not pair a new sensor or manually enter blood glucose, resulting in missed dosing until a manual bg entry was performed and dosing resumed while the replacement sensor was warming up. Symptoms included hyperglycemia with hot flushes. Outcomes included missed insulin dosing without emergency care or hospitalization. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.